Event description:
It was reported that the surgeon inserted a competitors lens with the indigo-p injector, an sfc-25 fp cartridge and the ftp indigo foam tip plunger. The haptic tore due to too many short pushes on the injector. The lens was removed and exchanged without incident. The reporter stated the surgeon felt that the injector was the cause of the torn haptic.